Event description:
It was reported that device cannot calibrate and low temperature. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in poor condition with a cracked reservoir cover, collapsed power switch, missing water tank gasket and cracked enclosure under the drain fitting. Old style components noted. Customer's electrical issue was duplicated. Defective potentiometers on the printed circuit board. Device did not reach normal operating temperature. Temperature also did not change while potentiometers were adjusted. The root cause of the electrical issue was determined. Stripped threads on the pole clamp were due to normal wear and tear. Actions taken to mitigate the reported issue: potentiometers on the printed circuit board did not adjust temperature therefore it could not be calibrated. UDI information is unknown.